Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found the suite pc alerted that flex viewing pc was not reachable on the control network. Upon troubleshooting, fse found that the flex vision monitor had no display, x-ray functions were limited to flex spot monitors due to a faulty flex vision pc. To resolve the issue the fse replaced the flex vision pc in and loaded board software and return the part for further analysis, but no failure observed. After flex vision pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the flexvision monitor was not working. No harm was reported to philips. Philips has started an investigation of this complaint.